Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was conducted since there was no reported lot number and ship history lot review was not performed since item number is unknown. Labeling review: the dfu (directions for use) that is supplied to this kit contains the following directions for sampling blood and catheter care/ maintenance: blood sampling: recommended procedure flush the selected lumen with 10 ml of sterile normal saline. Using the same syringe, aspirate a small amount of blood and fluid (3-5 ml minimum) by slowly pulling and holding the plunger, allowing the pasv¿ valve to open. Discard syringe according to institutional protocol. Using a second 10 ml syringe or collection set, slowly withdraw specimen. Flush the catheter using a "stop/start" or "pulse" technique with a minimum of 20 ml of sterile normal saline immediately following withdrawal of a blood sample. Use a 10 ml or larger syringe. The pasv valve located within the hub is a safety feature of the catheter. The valve remains closed when the catheter is not in use and when subjected to normal central venous pressures. When positive pressure (infusion) is applied through the luer lock hub, the valve opens allowing infusion of fluids through the catheter. When negative pressure (aspiration) is applied, the valve opens allowing for withdrawal of blood into a syringe. The pasv valve replaces the need for clamps on the extension tube(s) of the catheter. As a precaution against contamination, a sterile end cap is placed on the luer lock hub(s) when the catheter is not in use. - flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. - flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis. Avoid sharp or acute angles during insertion which may compromise catheter functionality. Catheter maintenance it is recommended that institutional protocols be followed for all aspects of catheter care, use and maintenance. The following care, use and maintenance information is not intended as a substitute for institutional protocol, but rather, to describe guidelines and recommendations that can be used successfully with the bioflo PICC with endexo and pasv valve technology. General catheter care and use use aseptic technique during catheter care and use. Use standard and universal precautions during catheter care procedures. Never leave catheter uncapped. Do not use clamps, or instruments with teeth or sharp edges on the catheter, as catheter damage may occur. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
First reported PICC (occluded PICC): a distributor reported the following: "patient has always had a PICC line in place due to difficult access, patient was admitted to hospital due to abdominal pain, while in hospital her previous PICC line became blocked, (this PICC line had been in place for 9 months) it was decided to place a new PICC line for the patient. The new line placed on (B)(6) 2021 without any issues. On the 27/05/2021 I received a phone call from the ward saying that patients PICC line had broken, on inspection the purple hub was completely broken from the actual PICC line. Staff had clamped the end and secured line with a dressing. When I asked the patient what had happened, she said she was cleaning her teeth at the sink and heard something drop onto the floor and discovered it was the end of her PICC line. Unable to give the patient her medication as this happened at the night time, so patient was cannulated and then referred to us in the morning. This patient is small in size and stature and her lines are normally cut back to 34 cm. This line was cut to this length on insertion however on removal the medical team asked if we would cut the end to send to microbiology for culture and sensitivity. " it was indicated the reported device is available for return to the manufacturer for a device evaluation.